Manufacturer narrative:
No product was received for evaluation at the time of this report; therefore, no physical analysis of the product could be performed. The image provided by the distributor presented the thruway wire in two separate pieces with fractured/shear damage at an unknown distance from the distal tip. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the warnings portion of the device instructions for use: attention should be paid to guidewire movement in the vessel. Before a wire is moved or torqued, the tip movement should be examined under fluoroscopy. Do not torque a wire without observing corresponding movement of the tip. Always advance or withdraw a wire slowly. Never push, auger, or withdraw a guidewire which meets resistance, or the guidewire may perforate the vessel if forced against resistance. Resistance may be felt tactilely or noted by tip buckling under fluoroscopy. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.

Event description:
Event description: after completing the procedure with jetstream, the thruway guide was stuck and did not leave the equipment, when the doctors were able to remove the guide, they found that the tip was broken in the same place as a piece of calcium. What troubleshooting steps, if any, resolved the issue?: n/a. What is the next course of action?: finalized the case, patient was discharged. Patient present at time of event?: yes. Patient complications: no patient complications. Was issue present upon opening package?: no. Photo or video of issue: yes. Question: how was the detached portion of the device removed (i.e. Pulled, snared etc)? Answer: the doctor passed her finger and it broke. Question: please specify the approximate location of the fracture on the device? Answer: at the tip. Question: was the device removed from the patient intact/fractured post procedure? Answer: yes. Question: was this portion of the device outside of the body at the time of the fracture? Answer: yes.